Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and date return to manufacturer, e1 event site telephone number, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d71a, h6 medical device problem code. The customer reported that in the cardiac catheterization lab, an iab (trp4046) was placed as backup during pci for an ami patient using a cs300 pump, but the pump would not start and repeatedly displayed a gas inflow/iab circuit inspection alarm. Switching to a cardiosave produced the same issue, and fluoroscopy showed the balloon was not inflating. Outside the patient, the balloon inflated normally with a syringe, but once reinserted and connected to the pump, inflation again failed. The device was replaced with another iab of the same size, which worked normally. The patient had moderately tortuous vessels with mild calcification, no pumping occurred with the initial device, and the hospital is requesting analysis of why the balloon did not inflate. The product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. One kink was observed on the catheter tubing 72.6cm from the iab tip. The extender tubing, three way stopcock and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 25.4cm from the iab tip measuring 0.005in/0.013cm length. An abrasion mark was also observed around the leak. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during use on patient intra-aortic balloon (iab) unable to inflate. In the cardiac catheterization laboratory, an iab (trp4046) was inserted as a backup for pci in a patient with ami, but pumping failed to start. The iabp used was a cs300. A sheath (terumo, 8fr, 10cm) was inserted through the right femoral artery, and the attached 0.025gw catheter was inserted into the patient according to the package insert. After balloon insertion, no matter how many times pressed the start button, an alarm (gas inflow, iab circuit inspection required) sounded, preventing pumping. As a precaution, switched to a cardiosave and started the catheter, but the same alarm sounded and pumping failed to start. Fluoroscopy revealed that the balloon did not inflate even when the iabp was activated. Removed the catheter from the body and attempted to unwrap it with a syringe, but the balloon inflated without any problems. When reinserted the catheter and connected it to the iabp and started the catheter, pumping failed again, causing the alarm to sound and stopping. No harm to the patient.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the product was returned with the membrane completely unfolded and blood on the exterior and interior of the membrane and catheter. One kink was observed on the catheter tubing 76.2cm from the iab tip. The extender tubing, three way stopcock and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 25.4cm from the iab tip measuring 0.005in/0.013cm length. An abrasion mark was also observed around the leak. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h11. Corrected fields: h6 (investigation findings), h4, d10, b3.

Manufacturer narrative:
Additional information: due to characterization limit e1 event site name: (B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that during use on patient intra-aortic balloon (iab) unable to inflate.no harm to the patient.